Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 4306 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2022-08-25 to 2022-08-26 (specified date of the incident) were investigated. No anomalies inside the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,60%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "flow rate deviation". According to the customer: "patient has been on noradrenaline infusion between 2-4mls/hr, new bag made at 10am and pump found to be alarming at around 17:30 with the bag of noradrenaline completely empty. Total volume infused according to itu chart from vtbi on norad pump (between 10:00 and 17:00) was 21mls. Bp had been very labile all day, this stopped when pump changed" "pt placed in reverse trendelenberg position, 1ml adrenaline bolused as systollic dropped to 40mmhg. Bp stabilized to normal and consultant informed, nil concerns. Pump then changed, isolated and datix completed and bp stable since." Mdso comment - given the low infusion rates (below 5ml/h), why was this infusion delivered via a volumetric pump? 13/09/2022 event log received by mdso - note, the pump clock is possibly 1hour fast. Review of the log shows a new vtbi of 50.82ml was set at 11:21. Therapy was delivered for approx. 7h 22 mins (at different titrated rates) until a downstream occlusion alarm at 18:48, which was followed by 3 upstream alarms between 18:50 and 18:51 (bag empty) I've calculated the expected vi by adding the volumes calculated for the duration of each titrated rate and compared with the displayed delivered volume is within 0.01ml (23.42ml vs 23.41ml). However, the nature of peristaltic pump mechanisms is that the volumes are not delivered in a linear fashion compared with a syringe pump at such low rates and would be delivered in a series of small boluses.".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.